Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 23mm navitor valve was chosen for a valve-in-valve procedure on 23mm non-abbott valve using a small flexnav delivery system. The navitor system was prepared according to the instructions for use. There was no sufficient calcium to allow anchoring of the device in the opinion of the user. During procedure, the valve was positioned without any complications. The height of the non-abbott valve was 19mm and the navitor was placed approximately halfway through that non-abbott valve. After the release, a post dilatation was performed by a 20mm a non- abbott balloon due to under expanded navitor stent. The physician mentioned the cause of valve expanded non-uniformly was 11mmhg gradient between aorta and chamber. The final implant depth was 5-6mm. After the procedure, there was no paravalvular leak (pvl) and mean gradient 4mmhg. There was no patient harm was reported. The patient was reported discharged.

Manufacturer narrative:
An event of valve underexpansion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the valve underexpansion could not be conclusively determined. It is possible that procedural condition (valve-in-valve) contributed to the reported event; however, this could not be confirmed. The reported unexpected medical intervention was a result of case-specific circumstances as post-implant valvuloplasty was performed. The reported off-label use is due to the valve being used on a patient with an existing bioprosthetic valve (valve-in-valve). There is no indication of a product quality issue with regards to manufacture, design, or labeling. Please note, per instructions for use, ¿the navitor¿ valve is designed to be implanted in the native calcific aortic heart valve.¿ ¿the valve is contraindicated for patients with: any leaflet configuration other than tricuspid¿.